Manufacturer narrative:
A2: patient age: 59 = mean age provided in the article. A3: patient gender: vast majority is male. Please be informed that within the reviewed literature article in total two reportable type of incidents were determined. The present one and one incident reported with gore reference number (B)(4), MFR report # 2017233-2019-00777.

Manufacturer narrative:
B3: date of event is unknown, so the publishing date was used as date of event. D6: as a best estimate the starting date of this study is used as the date of implant. G3: the event is based on a reviewed literature article. H6-code 3221: information relevant to investigate the event was requested from the author. The author apologized that neither lot#, nor patient related information, nor procedure related information can be shared with gore for data protection reasons. Without additional information, gore was unable to do further investigation of this event. The author stated that in all cases mentioned, there occured no device-related adverse events. All complications were either associated with a complex anatomical situation or a medication error.

Manufacturer narrative:
It was suspected that the interaction of the two stent grafts resulted in a local thrombosis and thromboembolism, respectively. The devices remain implanted in the patients. Please be informed that within the reviewed literature article in total two reportable type of incidents were determined. They are reported with gore reference numbers (B)(4).

Event description:
The following literature article was reviewed: "stent grafts in patients with carotid blowout syndrome: outcome and antiplatelet therapy in preventive versus emergency cases"; kornelia kreiser et al. Journal of the sciences and specialities of the head and neck, 2018;40:2521-2527 first published: august 13, 2018. This retrospective study concentrates on indications for implanting stent grafts in cases of carotid blowout syndrome for threatened, imminent and acute bleeding due to current or previous head and neck malignancies. 17 patients were included from january 2010 to december 2016. Overall 19 arteries were stented in 24 procedures by using 39 stent grafts of different type from various manufacturers. Thereof 21 selfexpandable ptfe-coated nitinol stents with a heparin coating (viabahn; gore & associates, flagstaff, az) were used. Target arteries were common carotid artery, common carotid/internal carotid artery junction, internal carotid artery and subclavian artery. A long 8f - 10f sheath was inserted via transarterial access in the groin. The viabahn endoprostheses were delivered over a 0.014¿¿ or 0.018¿¿ wire. The chosen stent grafts were intentionally slightly oversized. If necessary, up to three stents were inserted that slightly overlapped. Intraprocedural thromboembolic events occurred in two patients, each treated with two stent grafts. Patient 1: no additional medication/intervention was performed. Patient presented a transient neurological deficit of less than 3 hours postinterventionally. Patient 2: aggrastat was administered for 60 minutes. After extubation, no neurological deficits were noted. It was suspected that the interaction of the two stent grafts resulted in a local thrombosis and thromboembolism, respectively.